Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. Evaluation of the returned device revealed that the device has a kink at 8cm from the tip while in the neutral position. Also in the same area the ring #13 is detached and misplaced. Electrical testing was performed. The device was found out of specifications since the ring #13 has an open line. Resistance from connector to tip wire: 6.7o. Resistance from connector to the ring wires: r1: 6.5o, r2: 7.9o, r3: 6.4o, r4: 6.4o, r5: 6.1o, r6: 6.0o, r7: 6.0o, r8: 6.0o, r9: 6.1o, r10: 6.2o, r11: 6.4o, r12: 6.5o, r13: ol r14: 6.1o, r15: 6.4o, r16: 65.9o, r17: 6.0o, r18: 5.8o and r19: 6.1o. No shorts were found. The distal section was dissected finding the center support kinked and the ring #13 has the cable broken under the ring, however, it has evidence that the soldering process was properly performed in the manufacturing process. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 21jan2016. It was reported that the catheter shaft was kinked and noise occurred. A 2-8-2mm blazer¿ dx-20 catheter was selected for use. During unpacking, it was noted that the catheter had a kink prior to use. The physician went ahead to use the device for the procedure. During procedure, it was noted that the device had very noisy signals. The catheter was removed with no problems. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine. However, it was reported after product analysis that ring #13 is detached and misplaced.